Manufacturer narrative:
This spontaneous case was reported by a health professional and describes the occurrence of menometrorrhagia ('menometrorrhagia') in a 46-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced menometrorrhagia (seriousness criteria medically significant and intervention required) and iron deficiency anaemia ("disabling iron deficiency anaemia") and was found to have uterine leiomyoma ("polymyomatous uterus"), 5 weeks after insertion of essure. The patient was treated with surgery (total hysterectomy via laparoscopy, without removal of ovaries). Essure was removed on (B)(6) 2018. At the time of the report, the menometrorrhagia, uterine leiomyoma and iron deficiency anaemia outcome was unknown. The reporter provided no causality assessment for iron deficiency anaemia, menometrorrhagia and uterine leiomyoma with essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-may-2019: quality safety evaluation of ptc. A device sample was received in this case. A technical investigation was conducted, including a review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a health professional and describes the occurrence of menometrorrhagia ("menometrorrhagia") in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced menometrorrhagia (seriousness criteria medically significant and intervention required) and iron deficiency anaemia ("disabling iron deficiency anaemia") and was found to have uterine leiomyoma ("polymyomatous uterus"). The patient was treated with surgery (total hysterectomy via laparoscopy, without removal of ovaries). Essure was removed on (B)(6) 2018. At the time of the report, the menometrorrhagia, uterine leiomyoma and iron deficiency anaemia outcome was unknown. The reporter provided no causality assessment for iron deficiency anaemia, menometrorrhagia and uterine leiomyoma with essure. The reporter commented: defective sample was available. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.